Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 45 mg/dl and candy was consumed to address the bg level. The customer reported the cause of the low bg was due to an "aggressive" carbohydrate ratio setting. The customer's healthcare provider (hcp) has provided an updated setting. Tandem technical support assisted the customer with adjusting the setting in the pump. The customer's current bg was 116 mg/dl.